Manufacturer narrative:
Pending investigation.

Event description:
As reported, this male patient had an initial right tsa on (B)(6) 2017. The patient was revised on (B)(6) 2022 due to a worn poly. The reported event is not related to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other information provided.

Manufacturer narrative:
H3: the reason for the revision reported cannot be confirmed from the provided information. It may have been the result of positioning of the shoulder components, scapular notching/impingement, and/or patient related factors which may have led to prosthesis wear as reported, disassociation and subsequent migration of the humeral liner, or a combination of issues. However, the failure and most likely cause cannot be confirmed as the devices were not available for evaluation and no images or pre-revision radiographs were provided.